Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 experienced irritation, developing into a rash, around sensor patch adhesion site. Patient claimed that after sensor removal, the rash began to scar due to patient scratching the area. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient to consult a physician, should their symptoms not subside.